Manufacturer narrative:
The unit of measure was miu/ml. The provided calibration and qc data were not acceptable. The field service engineer found issues with the sample needle splashing and unresponsive pinch tubes. After loading a new reagent pack and dissolving new calibrator material, the customer stated the issue was resolved as the qc results were acceptable. Therefore, an issue with the dissolving of the original calibrator material was suspected. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The field service engineer determined the sample probe was splashing and there was an issue with pinch valve tubing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas 8000 e 602 module. No units of measure were provided. The sample initially resulted in a hcg+beta value of 181 and this result was reported outside of the laboratory. The physician questioned the result as the patient was not pregnant. The sample was repeated, resulting in a value of < 1. The hcg+beta reagent lot number was 55103601, with an expiration date of 31-oct-2022.